Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -13.50/3.5/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address vault and 20/50 +1 vision. The reporter states that this replacement resolved the problem but there is some residual refractive error. Surgeon will monitor for stability. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).